Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received an alert for non-sustained right ventricular oversensing from a merlin transmission. Loss of ventricular capture was determined as the cause of the episodes. The pacing lead impedance had gradually increased. When the patient returned to the cardiology, the impedance and threshold returned to stable measurements. The patient remains asymptomatic. The patient was not pacing due to rate mismatch between the secure sense algorithm vectors. The recommended programming change was completed. The patient was discharged and sent them home. The patient condition is well.